Event description:
The fe reported that the monitor cart would not turn on. This results in a loss of imaging capabilities. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power controller board was replaced during the service call. The system was tested and found to be working as intended and put back into service.